Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert the day after implant due to a high out-of-range pace impedance measurement greater than 2,000 ohms. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert the day after implant due to a high out-of-range pace impedance measurement greater than 2,000 ohms. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the out-of-range left ventricular (lv) pace impedance measurements was not conclusively determined. However, the physician changed the pacing vector and the lv pace impedance measurements and all other measurements were within normal limits. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.